Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during a robotic laparoscopic lymphadenectomy, the device fired, but the handle broke off and the trigger disengaged from the device. Another device was used to complete the case. There was no patient injury.